Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to change the abutment. The implanted device remains.